Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an alarm prior a blank display. Customer stated the issue has been happening for a week already. Customer did not troubleshoot. Blood glucose level at the time of the incident was not provided. The insulin pump will be returned for analysis.